Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2.

Event description:
This emdr is being submitted for an unknown number quantity. Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced issue with infusion set on (B)(6) 2026 infusion set tubing was leaking at the site. Infusion set been in use for 1-2 days. No further information is available.